Manufacturer narrative:
The reported event was inconclusive because no sample was returned it is unknown whether the device had met relevant specifications. The product was used for urine collection. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to operator error, mechanical failure and also contributed by hypersensitivity to latex or bacterial infection. The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient experienced urinary tract infection now and stated that it was due to the drain bag usage which had been cleared. The patient had been using the product more than 90 days. It was unknown what medical intervention was provided for urinary tract infection. Per follow up via phone on 25mar2022, customer stated that they have not seen a doctor but they knew that the patient has an uti but was not diagnosed by a doctor. Patient was not taking antibiotics to treat the urinary tract infection and stated that they were receiving foley changes from a nurse who comes to home every 3 weeks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced urinary tract infection and stated that it was due to the drain bag usage which had been cleared. The patient had been using the product more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.